Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The laser met specifications at the time of release. The root cause could not be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor of ophthalmology reported that a system message was shown during the cutting of the side cut during a bilateral lasik procedure, as a result the procedure was interrupted. They tried to continue the treatment but the same system message was displayed. Treatment was cancelled for both eyes and an additional surgery will be planned at a later date. The affected eye was the right one. Additional information has been requested but not received to date.